Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone tip had come apart, but did not fall in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of charred tissue was observed on the heater wire. The silicon insulation was observed to be peeled away from the cold jaw, leaving the metal jaw exposed. The peeled silicon was not returned for investigation.the heater wire was observed to be slightly flexed away from the hot jaw, and remained attached at the base and tip of the hot jaw. There were no other visual defects observed. Based on the return condition of the device, the reported failure "peeled silicone insulation¿ and the analyzed failure "bent wire" was confirmed. Specific actions for both the reported and analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone tip had come apart, but did not fall in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.